Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On (B)(6) 2017- per sales rep, the facility reported issues with guardiva in relation to possible increased clabsi rates. On (B)(6) 2017-sales rep stated that there are 7 hospital systems within this network that are alleging an increase in clabsi rates due to guardiva dressings. The facilities only have single use guardiva dressings and have not incorporated guardiva into dressing change kits or custom PICC kits. The facility has guardiva, biopath and chg tegaderm dressings available. The facility reports that they are unable to state how many patients have developed clabsi or whether guardiva was used. Additional information has been requested but not provided.